Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead had dislodged. Dislodgement was confirmed via x-ray. The rv lead was explanted and replaced with new lead. Patient condition was stable.